Event description:
It was reported that the pump displayed restart alert 38 indicating a consecutive motor stall, leading to a failure to infuse insulin; the user was guided to remove all supplies, rewind, and complete a full supply change, after which the pump was set, and replacement supplies were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem associated with a component failure, with the device problem characterized as failure to infuse and the implicated component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.